Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated her lead was implanted (B)(6) 2020 then the ins was implanted (B)(6) 2020. Pt experiences "burning" to the side of where her lead is implanted, not directly where the lead nor ins are implanted, when she goes from sitting to standing. Pt stated she has tried decreasing and turning stimulation off without resolve. Patient services reviewed considerations and redirected pt to discuss concerns with hcp. Pt stated she has the stimulator implanted to help with low back pain but she feels the stimulation is mainly in her buttocks, crotch, and legs instead. Pt stated she has groups a, b, and c. Pt stated one she feels mostly on the left, another she feels mostly on her right, then the other is mostly in her legs - all the groups barely "touch" her back. Pss redirected pt to hcp to discuss programming. Pt mentioned the local rep gave her their card but indicated the rep had not been notified about anything reported to pss.

Event description:
The patient reported that the burning sensation only happened when the patient had to push off to get up or turn over. The stimulator needed to be reprogrammed, and then it reached her back. The patient did not see a physician, but did meet with a manufacturer representative for reprogramming the device which resolved everything. The patient is still sore at the hip where the battery is. The patient is now feeling stimulation in her low back to address the patient's lower back pain, and the device is taking care of the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.